Event description:
It was reported that before implant, the device was interrogated and found to be in backup vvi mode. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory upon interrogation. The device was tested using automated test equipment and no anomaly was found. The reset was unable to be reproduced. The root cause could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.